Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 22/may/2024.

Event description:
Healthcare professional reported left side "partial deflation found during surgery". Device has been explanted.

Event description:
Healthcare professional reported, left side "partial deflation. Found during surgery". Device has been explanted.

Event description:
Healthcare professional reported left side "partial deflation found during surgery". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: ¿ deflation-breast: observed one opening assessed as surgical damage, broken device assessed as surgical damage and missing shell assessed as inconclusive. As per the investigation procedure creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "partial deflation found during surgery". Device has been explanted.